Event description:
There was an allegation of questionable creatinine plus ver.2 and hdl-cholesterol gen.4 results from the cobas c 303 analytical unit for two patient's. The first patient's initial creatinine result was 0.09 mg/dl, and the repeat result was 1.04 mg/dl. The second patient's initial hdl result was 8 mg/dl, and the repeat result was 140 mg/dl. The repeat results were deemed to be correct.

Manufacturer narrative:
The creatinine plus ver.2 and hdl-cholesterol gen.4 reagent lot numbers and expiration dates were not provided. The investigation determined that the root cause was an internal obstruction or blockage within the sample probe. The customer performed 20 to 30 cycles of sample probe cleaning, which successfully cleared the internal obstruction. The issue has not recurred following the maintenance actions.